Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using fiasp insulin within the pump supplies, and the cartridge and infusion set had been in use beyond labeling. Tandem customer technical support informed customer that fiasp insulin is off label per the user guide. Customer changed the infusion set to address occlusion. Customer¿s blood glucose level was 200-320 mg/dl..

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 with ciq technology user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. The t:slim x2 user guide states: the disposable cartridge is filled with up to 300 units of u-100 insulin and attached to the pump. The cartridge is replaced every 48¿72 hours.